Event description:
It was reported that during a coronary drug-eluting stenting procedure, a stent embolization occurred. The target lesion was located in the non-tortuous, moderately calcified, left anterior descending artery (lad). The lesion was predilated with a 2.50x12mm unknown balloon. Te physician was attempting to advance a 3.00x8mm taxus liberte drug eluting stent but was unable to cross the lesion. Upon removal of the stent delivery system, the stent came off the balloon. The stent was not located in the body and remains in the patient. No further intervention was attempted on the lad lesion. No patient complications were reported. The patient status is reported as 'satisfactory'.